Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Facility declined to provide patient information. (B)(6). Device in transit for analysis. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
It was reported during planned diagnostic coronary procedure, the wire prepared as per the IFU. Zeroed and normalized. Interrogation of two arteries after successful pci [percutaneous coronary intervention] to om [obtuse marginal branches]. Unable to withdraw the pressure wire after it had been advanced distal of the newly implanted stent, used manual traction and balloon assisted traction. Used a microcatheter [another manufacture¿s device] to advance past the wire and withdrew the entire system. Case completed without further physiological investigations. There is no patient injury. Radial access. This adverse event is being submitted because additional intervention was required to remove the device. There is a potential for harm if the malfunction were to recur.

Event description:
This follow-up supplemental report #1 is being submitted to advise pertinent device analysis findings.

Manufacturer narrative:
Internal reference:(B)(4). A visual and microscopically inspection was executed on the returned device. The wire connector was not returned for the investigation. The wire was stuck inside of the third party device, no missing parts were observed. The distal coil of the wire was stretched. The distal portion of the third party device was twisted and rough edges were observed. The wire was stuck inside of a third party device, an inappropriate manipulation and strain on the wire can cause damage to internal components and can result the resistance experimented on the wire. We were unable to conclusively determine when and how the failure occurred. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person. Placeholder.